Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty sliding multiple cartridges onto the pump. Reportedly, the pump appeared to have a lot of cracks and chips in the paint. There was no impact to the customer's blood glucose level. It was noted that the customer reverted to an old pump for insulin therapy until replacement is received.